Event description:
It was reported to physio-control that the customer's device showed all three icons (charge-pak, attention, and service wrench) in the readiness display. The device could not be powered on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. It was observed that the digital pcb assembly caused the device not to power on. Physio-control then further evaluated the digital pcb assembly and determined that the cause of the reported issue was due to an integrated circuit (ic) chip, designator u2, on the digital pcb assembly. This integrated circuit (ic) chip, designator u2, did not function and caused the device to not complete a boot cycle. A replacement device was provided to the customer under warranty.